Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer experienced elevated blood glucose levels between 400 mg/dl - hi (greater than 600 mg/dl). Caller alleges pump is not delivering properly. No adverse event reported. Requested return of the alleged device for evaluation.